Event description:
It was reported that during a ptca procedure, the balloon ruptured in a highly calcified lesion, and difficulty was encountered removing the balloon catheter from the lesion. The balloon catheter was removed with excessive force. Upon removal, it was noted that the marker bands had come off the catheter and remained in the pt. Pt status is listed as "okay".